Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2nd clip delivery system referenced, is filed under a separate medwatch report number.

Event description:
This is filed to report the air that entered the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first mitraclip was deployed without issue. The second clip delivery system (cds) was inserted a few centimeters through the steerable guide catheter (sgc) when air was noted in the sgc's hemostatic valve. No fluid leaks were found on the sgc, nor the cds. The connections on the three-way stopcocks were checked and confirmed secure. The sgc was aspirated, but air continued to enter the sgc. The cds was removed from the sgc while aspirating air. After cds removal, the air from the sgc was able to be aspirated out. No leaks were noted on the cds and no damage was found. The same cds was re-inserted into the sgc, but air entered the sgc hemostatic valve again, so the undeployed cds was removed. A new cds was used without further incident in the same sgc. The procedure continued with successful implantation of a second mitraclip, reducing mr to grade two. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history identified no similar incidents reported from this lot. The reported steerable guide catheter (sgc) leak appears to be related to procedural conditions due to the clip delivery system (cds) leak resulting from an observed tear in the silicone valve of the returned clip introducer. There is no indication of a product quality issue with respect to manufacture, design or labeling. The cds was filed under a separate medwatch report number.